Event description:
An everest inflation device was being used during a procedure. There was no damage noted to the packaging of the everest device. The everest was removed from packaging per IFU with no issues noted. The device was prepped per IFU. The indeflator was connected to a balloon. The balloon was in the patient when the issue occurred. During the procedure when an attempt was made to apply pressure during dilation, the needle on the gauge did not move. Another attempt was made to apply pressure but the needle suddenly moved to 6 atm. It was unknown whether or not the balloon was inflated when the needle on the gauge did not move. There was no patient injury.

Manufacturer narrative:
Photo analysis: photo provided matched the lot number hand written on the returned bag containing the product. Product analysis: as received the gauge needle was at 0 atm. The everest syringe body, tube and lure rotator/connector all appear undamaged and without defect. Closer visual inspection to the gauge detected no damage to the gauge housing or the syringe body. During functionality testing the device aspirated water without issues, during pressurization the needle moved flawlessly to maximum pressure. Pressure/inflation function was tested on the returned everest inflation device and the device held full pressure for 3 minutes with no more than 10% loss meeting specification. No hesitations on the needle were detected during pressure testing. The plunger was pulled back and the needle moved back to red as required. The device was pressurized and depressurized two more times with the same results, the needle moved flawlessly up and down the dial without issues. If information is provided in the future, a supplemental report will be issued.